Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-02328. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is presumed that the device had been in place for more than 7 years since manufacturing, and that the fans had failed due to deterioration due to long-term use, or it is presumed that the intermittent power occurred temporarily due to the use environment of facility because the event had not been identified during the repair inspection. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The light source unit was returned to the service center. The evaluation could not confirm the reported "cutting off and on" as the light source unit switched to spare lamp after burn-in when lamp was switched from standby back to on. The light source unit was turned on and ran for additional eight hours. The light source unit's power was functioning normally. However, there was excessive dust and debris inside unit and was blocking the unit's ventilation. There was a third party lamp installed (with 200+ hours), light output out of specification. Additionally, the scope socket slider switch was worn out. There was intermittent use of high intensity model, there was corrosion on the scope socket and air tubing and the rear panel of the unit was deformed with minor corrosion on the chassis. A review of the unit's service history indicates the light source unit was purchased on (B)(6) 2013 with no repair records. Based on the evaluation results, the reported event could not be confirmed as the device did not cut off and on during testing. However, a third party installed lamp on the unit and no service records, insufficient or improper maintenance cannot be ruled out as a contributory factor. To mitigate the risk of patient injury, the instruction manual provides warning that states, in case of light source failure or malfunction, always keep another light source in the room ready for use. The instruction manual also states, always use the examination lamp, xenon lamp maj-1817. Warning: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.

Event description:
The service center was informed that the light source unit was intermittently cutting off and on during cases. There was no patient injury reported.